Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon. It should be noted that the probability of four devices failing in the same pt due to a puncture of the balloon is highly improbable without an outside source causing the puncture. . It should bt noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined. See mdrs 3004939290-2014-00449, 3004939290-2014-00450, and 3004939290-2014-00451 for the second, third, and fourth devices.

Event description:
It was reported that the balloon lost pressure on four different device in the same pt with the same procedure. The balloon was inflated and as the deployer was fulling the device back, the balloon kept coming out of the sheath. After the fourth device, the pt was converted to manual compression for less than 30 minutes. The pt was not hospitalized. Deployer: in training.